Event description:
It was reported that the pump exhibited "system failure." It is unknown if there was any patient involvement or any adverse effects.

Manufacturer narrative:
Additional information received updated b5 and h6.

Event description:
Additional information was received on 1 june 2022, no patient involvement.

Manufacturer narrative:
Other text: b5: additional information was received and attached on the complaint: no patient involvement. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker and interconnect board for preventive measure. Performed pm (preventive maintenance) and all functional testing. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.